Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask while not wearing during therapy and reportedly coughed. The treatment for the event was not reported. The patient was hospitalized on the same day as the event onset. At the time of this report, the patient was not recovered. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.